Event description:
It was reported to philips that flex vision was not booting up. The device was not in clinical use. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.